Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and customer reported error was observed in event logs history. Visual inspection had been performed, and no anomalies were noted upon visual inspection. Replaced main board. The probable cause of the reported issue was faulty main board. The device passed all functional testing after repair.

Event description:
It was reported that the pump displayed error code, backup audible alarm post during testing. It was observed during inspection of a returned pump that backup audible alarm post error does appear in event log. This high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.